Manufacturer narrative:
This report is submitted february 15, 2021.

Manufacturer narrative:
This report is submitted on december 24, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 (reason unknown). There are plans to re-implant the patient (B)(6) 2021.

Manufacturer narrative:
It was reported that the electrode array had extruded into the external ear canal prior to explant. This report is submitted on 12 january 2021.